Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was using a tandem charging cable. The customer was able to charge the pump with an alternate cable.